Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during the impella cp placement after drapes were removed, impella in aorta alarm occurred. Imaging under fluoroscopy confirmed outlet was in the descending aorta. The patient was re-prepped, and the doctor attempted several times to insert impella back across the aortic valve utilizing reaccess port without success. The impella cp was removed and insertion was aborted. There was no reported harm to the patient.

Manufacturer narrative:
The investigation for the impella cp has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The cause of the positioning issue was most likely use related since the pump was pulled out while removing drapes from patient.